Event description:
The manufacturer received information alleging an issue related to a bipap device. The patient alleged visualization of particles. The patient alleged raw throat, phlegm, headache and cough. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a bipap device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer received information alleging particles are starting to come out of machine, raw throat, bring up a lot of phlegm, coughing, headache, congestion, device causing sick related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged visualization of particles also the patient alleged raw throat, phlegm, headache and cough.. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/27/2023 for further evaluation. The device was evaluated on 07/10/2023 . There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and dust like contamination in the right panel assembly ,pca, air inlet and outlet,top of the blower motor and unknown dust like contamination and tiny fibers or hairs were in the bottom of the blower box and the sound abatement foam was intact and had dust like contamination on top of it also inside of the enclosure bottom had dust like contamination in it on the air inlet. The manufacturer observed unknown white dust like contamination in it,flip lid seal had potential bio contamination all around it and tiny potential hairs or fibers were all over the air inlet seal and on the dry box seal and outside eim panel,bottom of the enclosure and under the heater plate. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 8 errors found (err_comp_log_sem_timeout). The manufacturer concludes that they confirm the customer's allegation and they confirm the multiple contaminants that are not consistent with degraded sound abatement foam.